Event description:
It was reported that the pump infused slower than expected and has repeatedly alarmed at the end of treatment. There was a patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
It was reported that the pump infused slower than expected and has repeatedly alarmed at the end of treatment. There was a patient involvement but no harm.